Event description:
It was reported and confirmed by a sjm representative that the pt's charging system and pt programmer are unable to communicate with the pt's scs ipg. It was also reported that prior to the issue, the pt had not charged the scs ipg for some time (unknown).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.